Event description:
As reported: "2 wire breakages on same patient."

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned for investigation. An inspection of the image has shown that there are two wires are visible which both are separated in two parts, what cause the separation is on this image not visible, for an investigation we would need the material back. Unfortunately, no marking (as article and lot number) could be found on the shown wire. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "2 wire breakages on same patient."